Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving baclofen (750 mcg/day at 119 mcg/day) via intrathecal infusion pump for intractable spasticity. It was reported that the patient went to the operating room for routine pump change for endo f battery life. Prior to disconnecting the catheter, the surgeon tried to use a 25-gauge needle to aspirate through the cap. The port appeared to be clogged with calcified material the hcp thought maybe came from a dacron pouch that was heavily calcified in the pump pocket. The hcp couldn¿t insert the 25-gauge needle into the port. The catheter was disconnected and good flow through the catheter was established by using a syringe on the hub of the connector. The pump was routinely changed. It was reported that the patient hadn¿t had an issue/no side port aspiration was attempted prior to this. The issue was reported to be resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID neu_pouch_acc, lot# unknown, implanted: (B)(6) 2014, product type: accessory; product ID 8709sc, serial# (B)(6), implanted:(B)(6) 2010, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_pouch_acc, lot/serial# unknown, ubd: unknown, UDI#: unknown; product ID: 8709sc , serial/lot #: (B)(6), ubd: 13-jul-2012, UDI#: (B)(4). H3: analysis of the pump revealed a non-significant anomaly regarding motor o-ring wear. H6: the method code 4117, results code 3221, and conclusion code 67 pertains to the pouch accessory. The method code 10, results code 213, and conclusion code 67 pertain to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.